Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 268 mg/dl. The customer declined troubleshooting, stating that the insulin pump is working fine. The customer stated that she inserted a new infusion set, and has been using it again. Nothing further was reported.